Event description:
A customer experienced an issue while on a cruise and had to visit the cruise ship doctor. During the incident, their blood glucose level was reported to be high, but a specific value was not provided. The customer resolved the issue by administering a shot themselves, while the ship doctor monitored the customer vital. The treatment was successful in addressing the problem. No permanent damage was identified, and the customer was released on the same day.